Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated that the devices has had a battery failure. No pt harm occurred.